Event description:
Complaint rec'd reporting multiple issues (leakage: occlusion and plug protrusion) w/use of two (2) a1105 6.5" smallbore pressure infusion w/remv microclave, nanoclave t-conn ext. Sets. The initial info rec'd for one event was noted as follows "pt arrived to pacu.. IV kept alarming occluded.. Attempted flushing IV and noticed fluid leaking near site. Removed curos cap and discovered inside plastic protruding outward. IV disconnected. Cath intact." No info on second event/circumstances. There were no reported adverse pt consequences and or outcomes. Add'l relevant info although requested as of the date of this report has not been provided. Device return: two (2) used a1105 sets. Visual inspection (pre & post decontamination) recorded the two used "as-rec'd" a1005 sets nano connectors silicone plugs were protruded.

Manufacturer narrative:
Although not always repeatable previous engineering analysis of silicone plug protrusions have been replicated under certain usage conditions where the nanoclave connector is exposed to high back pressures. When infusing at high pressures it is important to connect to the nanoclave connector and activate the slide clamp on the t-extension. When flushing through the t-extension it is important to flush slowly in order to minimize back pressure to the nano clave connector. Findings: based on the engineering eval of the "as-rec'd " a1005 device sets nano-t connector the reported product/component issue was verified. Although the exact causes of the component anomaly are unk, the most likely cause of this issue was du to usage conditions where set-ups/ infusions occurred w/very high back pressures w/in the fluid circuit.